Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) was confirmed. Upon investigation the monitor failed a pulse test and displayed a service code 102 (charge profile fault). The cause for the failure was isolated ot high-voltage capacitor c19 on the defibrillator pca. The negative lead of c19 was fractured from the pca. The monitor enclosure exhibited signs of extreme force. The root cause for the damaged capacitor was physical abuse of the monitor. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor failed incoming functionality testing.